Manufacturer narrative:
See scanned pages.

Event description:
Cochlear implant removed for possible failure. Last report of device implant was 1994. The implant was not replaced as there was a question of persistent or recurrent acoustic neuroma.